Manufacturer narrative:
The sample is not available for return. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined all information reasonably known as of 30mar2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that there was an issue that occurred in the burn unit where a safe was placed due to the fact that they could not keep the blue adaptor in the et tube. The therapist placed this safe yesterday. The therapist does not have the tube due to the fact that they were not willing to change the endotracheal tube (et), and the patient went to the operating room (or) for a tracheostomy. The therapist had to hold the blue adaptor in the tube during the transfer to or. The therapist tried everything to secure the blue adaptor. He tried a different blue adaptor from a larger et tube with no success. The therapist cut the tube back some and replaced the blue adaptor with no success, and tried an adaptor from our old tubes and it kept coming out. The therapist then used the mastisol medical liquid adhesive around the blue adaptor and it still kept coming out. This patient is now trached. There was no reported injury. No additional information was received.